Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted (lot no. 945069). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), memory impairment ("memory disorders"), alopecia ("hair loss"), sleep disorder ("sleep disorder"), dry eye ("dry eyes") and aphasia ("aphasia"). Essure treatment was not changed. At the time of the report, the memory impairment had not resolved. No causality assessment was received for essure with regard to back pain, memory impairment, alopecia, sleep disorder, dry eye or aphasia. The reporter commented: not a day goes by without my memory disorders interfering with my daily life, I have to write everything down and I am constantly apologising to those around me for my oversights, my repetitions, etc. Memory disorders that led to a day of medical examinations in the hospital in 2015 to determine the cause (no problem detected, therefore conclusion of mental overload). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted (lot no. 945069). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), memory impairment ("memory disorders"), alopecia ("hair loss"), sleep disorder ("sleep disorder"), dry eye ("dry eyes") and aphasia ("aphasia"). Essure treatment was not changed. At the time of the report, the memory impairment had not resolved. No causality assessment was received for essure with regard to back pain, memory impairment, alopecia, sleep disorder, dry eye or aphasia. The reporter commented: not a day goes by without my memory disorders interfering with my daily life, I have to write everything down and I am constantly apologising to those around me for my oversights, my repetitions, etc. Memory disorders that led to a day of medical examinations in the hospital in 2015 to determine the cause (no problem detected, therefore conclusion of mental overload). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Lot number: 945069 manufacture date: (B)(6) 2012 expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.